Event description:
It was reported by service report that the fowler was stuck in the up position. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: weld on fowler actuator box, ball screw.